Event description:
It was reported that the user's ilet would not charge despite attempts with multiple wireless chargers, and a replacement ilet was arranged; blood glucose was reported as unaffected. No reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included technical support review and replacement processing. Investigation of this case revealed a suspected device power/charging malfunction localized to the pump hardware. It was concluded that the event was related to device performance, with no patient injury.